Event description:
The pt had to have their cocr head and dm liner revised due to potential infection. The surgeon performed an irrigation and debridement of the site and replaced the head and liner. Explanted material will be returned. No x-rays available. Pathology will not be available for 2 weeks. MFR # 3005180920-2015-00143.

Event description:
On 07/28/2015 the retrieved item have been analyzed by (B)(4) project manager with the following outcomes: observing the explanted liner assembled with the femoral head, some scratches on the external surface of the liner can be noted, probably caused by the extraction phase. It is not possible from the inspection of the implants determine the root cause of the event. Reference MFR # 3005180920-2015-00143.